Event description:
It was reported that this pacemaker exhibited farfield oversensing. Technical services (ts) recommended programming changes. This device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker exhibited undersensing of atrial flutter due to cross chamber blanking. Technical services (ts) recommended programming changes. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited farfield oversensing. Technical services (ts) recommended programming changes. This device remains in service. No adverse patient effects were reported.